Manufacturer narrative:
Correction: h3,h6: a hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The charger enclosure had all the test spec within range and the dash software confirmed that all charger nodes were charging as expected. Code b01 is applicable and previously reported. Codes c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The charger enclosure had all the test spec within range and the dash software confirmed that all charger nodes were charging as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was a so ftware/firmware mismatch. Medtronic imaging and navigation was aborted. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was available. The site was advised to reboot both the image acquisition system (ias) and mobile view station (mvs) with the umbilical cable disconnected and then boot them back up completely and reattach the umbilical. The system was rebooted four times without resolution. A technical services (ts) update reported that a medtronic representative called to troubleshoot the system. The ias firmware installer stated that the firmware for the motion controller, pendant, and charge cards 1 through 15 were not available. The information was relayed to a field service engineer (fse) for further advice.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163; product ID: bi71000175, serial/lot #: (B)(6), rev. 7; product ID: bi71000861r, serial/lot #: (B)(6), rev. D. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative found defective backplane errors in charger assembly. The manufacturer representative installed a new charger assembly and x-ray batteries, but discovered there was a secondary issue leading to syncore power tray not sending 24v signal to initiate power up/system on sequence. The manufacturer representative installed a new syncore power tray. Initiated power on sequence and it worked as expected. Cycled power on/off several times without issue, took 2d/3d shots and placed unit back into service. The imaging system then passed the system checkout and was found to be fully functional. B01, c02, d02 are applicable. H3: no parts have been returned to medtronic for analysis. H6: b17, c20, d15 are applicable. H3: product bi71000175 has returned to medtronic for analysis, but analysis is still pending. H6: b21, c21, d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.